Manufacturer narrative:
Batch review performed on 08 october 2024: lot 2339116: (B)(4) items manufactured and released on 27-feb-2024. Expiration date: 2029-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a loose cup and the cause is unknown. At about 4 months post primary the surgeon revised cup, head and liner. The surgery was completed successfully.